Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported there was cerebrospinal flow through the catheter before the spinal segment was hooked up to the pump segment. Following that, the healthcare provider could not get any flow.

Event description:
It was reported that there had been an occlusion in the proximal catheter segment at the pump connector. It was indicated that there weren¿t any patient symptoms related to the event. The spinal segment of the catheter remained in place, but it was decided to explant the pump connector. It was noted that the cerebrospinal fluid (csf) was flowing freely until the distal piece was connected to the pump segment. In addition, it was reported that the csf flow was considered an aspiration issue. At the time of report, there was no patient injury. The device system had been used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).